Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer. Annex a : a0709, a040502. Annex g : g0301204, g02017. Annex b : b01, b14. Annex c : c23, c16. Annex d : d0301, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the clinician observed bubbles in the tubing connected to the patient's peripherally inserted central catheter (PICC). The bubbles were reportedly found above and below the pump module, apparently "no air-in-line alert." The medication infusion at the time of the event was heparin and normal saline at "tko" rate. The issue was initially noted on (B)(6) 2023. There was patient involvement but no harm.

Event description:
It was reported that the clinician observed bubbles in the tubing connected to the patient's peripherally inserted central catheter (PICC). The bubbles were reportedly found above and below the pump module, apparently "no air-in-line alert." The medication infusion at the time of the event was heparin and normal saline at "tko" rate. The issue was initially noted on (B)(6) 2023. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.